Event description:
The patient reported that the keypad buttons were sticking intermittently and sometimes required additional presses to respond. The patient reportedly wore the pump in an undergarment and did not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/16/2012 device evaluation: the pump has been returned and evaluated by product analysis on 02/17/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons were intermittently responsive; the contrast button has no effect on insulin delivery function. The up arrow and contrast buttons were found not to click back or spring back normally. There was evidence of keypad contamination found under all key contacts. Unrelated to complaint, an intermittent sound issue was found due to a misaligned piezo contact issue; the pump was removed and the piezo contact was realigned.